Manufacturer narrative:
The device was returned as part of the asset return process and, during inspection of the device, there was foreign material found in the bending section cover. In addition, the air/water cylinder and suction cylinder had no color, the image guide protector had a scratch, the distal end had discoloration, the connecting tube had a cut and the adhesive on the bending section cover was lifting and chipping. Due to this annual inspection, it was noted that parts must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope exhibited that the adhesive on the bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Olympus will continue to monitor field performance for this device.